Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had pump not display insulin number when prime. Customer¿s blood glucose was unknown at the time of incident. The motor voice big when rewind. Customer was unable troubleshoot for priming problem. The insulin pump will not be returned for analysis.